Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope distal end had foreign object. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the adhesion/ clogging of the material was likely caused by not properly conducting reprocessing for the leak due to a burnt plastic distal end cover; however, a definitive root cause could not be identified. The events can be detected and prevented in accordance with the following IFU. IFU states that detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection and preventive measure in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.